Event description:
It was reported that the pump display was too dark and unreadable. There was no available information on the impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.